Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
The home patient reported a reload set 200 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a puncture or tear in the cassette. The cassette was discarded, replaced and the therapy was restarted. Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated he did not notice any visible damage to the cassette that malfunctioned. The hp stated he discarded the sample and did not know the lot number. The hp stated he was doing well on therapy. There was no patient injury or medical intervention reported.